Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(6) 2011 - medical records received. The records indicate that there was metallosis of the junction between the trunnion and the taper sleeve adaptor. The complaint was reopened to add the stem and sleeve. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** (B)(4) 2011 - medical records received. The records indicate that there was metalosis of the junction between the trunion and the taper sleeve adaptor. The complaint was reopened to add the stem and sleeve. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** (B)(4) 2011 - medical records received. The records indicate that there was metallosis of the junction between the trunnion and the taper sleeve adaptor. The complaint was reopened to add the stem and sleeve. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address pain, osteolysis and acetabular loosening. Medical records received. The records indicate that there was metallosis of the junction between the trunnion and the taper sleeve adaptor. The complaint was reopened to add the stem and sleeve.